Manufacturer narrative:
Date sent: 08/30/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the tissue pad on the device was split down the middle. Another device was used to complete the case. There were no adverse consequences to the pt.